Event description:
It was later reported that the physician hear a "pop." The physician stopped the ablation, confirmed there was no pericardial effusion, and then completed the ablation line on the cavotricuspid isthmus (cti).

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product event summary: data files were returned and analyzed. Three image files were returned from the field. All three image files are of lesion #102. The scale of the graph is not clear, although it can be noted that there was a spike in temperature along with the current level titrating down. This could possibly be an impending steam pop or a steam pop that had occurred during the ablation. It can also be noted that there are lesions that were stacked together. In conclusion, the reported "steam pop" issue is plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac ablation of the right atrial cavotricuspid isthmus (cti) line using radiofrequency (rf) energy with the sphere catheter, a steam pop occurred.  The case was completed. No patient complications have been reported as a result of this event.